Event description:
Customer reported an unexpected negative result when testing a patient sample with the capture-r ready screen (crrs) 3 assay on the echo instrument. A new sample taken from the same patient was tested on the echo and resulted 3+ positive and an anti-k was identified. The original sample from was re-tested today and resulted as 4+ positive with crrs3 on the echo.

Manufacturer narrative:
Review of results files displayed the following; sample was initially tested on the echo with crrs3, lot r108, and resulted as negative with crrs3 cells 1-3. Reaction image with cell 3 which is k+, appeared as a weak reaction with a fuzzy button and slight adherence throughout the well but was interpreted as negative by the echo. A service call was made. Unexpected reaction check was performed. All parameters within checklist meet specifications. Samples were tested and resulted as expected.